Event description:
A customer reported that their AED's asi is flashing red and displaying a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired as of 12/31/2024. The cause of the depleted battery pack was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.